Event description:
Customer reported a no delivery alarm during a bolus delivery. Customer's blood glucose was unknown. The customer stated he was unable to troubleshoot for the no delivery alarm. The customer did not want to return the reservoir or infusion set for analysis. He stated he would monitor his insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).